Event description:
Event description cpi received information that this implantable pulse generator (ipg) was exhibiting no atrial sensing and a high pacing threshold. An x-ray of the system indicated that the pacemaker had 'migrated'. An invasive procedure was performed and the atrial lead had appropriate sensing and threshold levels. The physician elected to explant the ipg.